Event description:
The hcp reported that the device was explanted and replaced after an implant duration of 89 months. No pt symptoms were reported. The pump contained lioresal. The device was included in a manufacturer's recall. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port.